Event description:
It was reported by a patient's family member that a peritoneal dialysis patient was hospitalized due to pancreatitis. The patient was hospitalized from (B)(6) 2015. The patient has acute renal diabetes which contributed to the pancreatitis. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.